Event description:
The screw was idled during insertion plate. Explant was scheduled as bone healed this is 1 of 1 report for (B)(4).

Event description:
Insertion of the screw into the plate was difficult. The surgeon could not make a 15 degree angle between the screw and the plate. For over half a year, the screw did not back out from its original insertion position. A removal surgery was scheduled for july 13 (year unknown). The operation was scheduled for this date due to the bone being completely healed. There was no adverse patient health or problems with the revision surgery.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The visual inspection revealed the screw thread was badly damaged. The investigation of the complained screw shows that the thread was badly damaged due to mechanical mishandling during insertion. As both threads are deformed, it is possible that the thread came into strong contact with the plate during insertion and may not have been properly aligned. The locking thread got damaged during this procedure making it impossible to lock the screw closely in the plate. No product fault could be detected, this complaint was determined to be invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Expiration date is 12/01/2019. Device manufacture date is 12/23/2009.

Event description:
This is 1 of 1 report for this (B)(4).